Manufacturer narrative:
Result of investigation: number of blade oscillation 9586rpm (criteria: 8000 approximately 11000rpm) ... No problem was found. There was no interference between blade holder and suction ring. There was blade holder clearance, and 0.28mm clearance gauge appropriately went through. The dimension of blade holder applanator (criteria: 2.105 approximately 2.115mm) ... No problem was found. Right: 2.110mm, left: 2.110mm, average: 2.110mm. Internal handpiece was inspected, and there was no cause found that leads to interference, rust, burr and etc. It has been used more than 5 years since the last maintenance, and regular maintenance was not conducted every two years. The symptom was not reproduced, and no cause of problem was found. The product has been used over expected lifetime of 7 years. This incident was caused by inadequate user handling. Nidek determined this incident was reportable event as the information has a potential to contribute to a serious injury and the same device marketed in united states. (B)(4).

Event description:
During making a flap on the cornea, the blade holder stopped the oscillation after moving forward by approximately 3mm, therefore; cancelled the operation.